Manufacturer narrative:
The prograsp forceps instrument was analyzed and found with a broken main tube measuring approximately 0.0940 from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the tip of the prograsp forceps instrument was broken. The cannula was stuck. More of the tip was broken in order to remove the cannula from the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.